Event description:
The account stated the bed functions are locking out and the service required flashes a code of 4 (right caregiver node) on the right siderail and a code of 7 (logic motor control node) on the left siderail. He has reseated the chips and the cables but the issue remains. He found there was a heartbeat failure on the logic board also. He found the left coil cable was damaged and there were bare wires.

Manufacturer narrative:
Repairs have not been completed.